Event description:
Patient representative reported " plaintiff was implanted with biocell devices, which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, design defect, negligence, and consumer fraud.patient has not been diagnosed with bia-alcl." This record is for the left side. Healthcare professional additionally reported left side rupture. The device remains implanted..

Manufacturer narrative:
Rupture date of occurrence (B)(6) 2021. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.